Event description:
The patient reported that subsequent to the implant of a protegen sling and hysterectomy in 1996, patient experienced pelvic pain, pain during exercise, bladder urgency and irritability. The patient reported that not long after the sling implant pt had to have surgery to remove an anchor that came loose. The sling remains implanted. The anchor was not returned to the manufacturer for evaluation.